Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on cable unit, a noisy image occurs, clogging of channel mount unit and foreign objects come out of distal end and. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue "error 226" could not be determined. In addition, due to clogging of channel mount unit, foreign objects come out of distal end, and due to corrosion on cable unit, a noise image occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed error 226 'clean electronic components.' The event occurred during inspection for use. There were no reports of patient involvement.